Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast pain, suspected right breast prosthesis rupture, bilateral breast deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) non-hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memorygel breast implant 475cc gel breast prosthesis (right device) developed pain in her right breast post implantation. In addition, it was reported that the right breast prosthesis possibly ruptured. An ultrasound showed no rupture, but rupture was diagnosed by a physical exam. Lastly, the patient developed bilateral breast deformity post implantation. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. After surgery, it was observed that both explanted breast prostheses were intact. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast pain, suspected right breast prosthesis rupture, bilateral breast deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) non-hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a mentor memorygel breast implant 475cc gel breast prosthesis (right device) developed pain in her right breast post implantation. In addition, it was reported that the right breast prosthesis possibly ruptured. An ultrasound showed no rupture, but rupture was diagnosed by a physical exam. Lastly, the patient developed bilateral breast deformity post implantation. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. After surgery, it was observed that both explanted breast prostheses were intact. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast deformity. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).